Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 08/28/2007 and has no repair history at zimmer surgical. Unable to determine a cause of the reported event as the device was not returned to the zimmer surgical for evaluation or repair.

Event description:
It is reported that the zimmer skin graft mesher was making the skin stick towards the right when meshed. There was no pt harm or delay in surgery reported, and an alternate device was not received for use to complete the surgery.